Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 54 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer stated that they did not alleging insulin pump was over delivering. Customer reported that insulin pump was not worn during a medical procedure or test around an magnetic resonance image. The insulin pump will not be returned for analysis. Frn-mmt-326-rsvr, unomed set.